Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower drawer was broken, and the screws had come out of the door frame. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screws had broken out of the door frame. A field service engineer (fse) drove to the local depot to obtain a new tower door assembly, including plexiglass, hinge, and handle. Upon arriving on site, it was identified that the hinge base of the original door was broken and the damaged tower door was replaced to resolve the issue. After installation, functionality was verified, and all tests passed successfully, and the user confirmed that tower door 4 could be opened and closed without any issues. The system functioned as intended after the field service engineer repaired the device.